Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was about 46 mg/dl. The customer stated that he was a brittle diabetic with hypo-unawareness. The customer stated that his continuous glucose monitor did not register the low number. The customer stated that it was in the 60s mg/dl while his blood glucose was 46 mg/dl. The customer declined help from 24 hour helpline.